Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of seroma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, and lymphadenopathy.

Event description:
Healthcare professional later reported right side ¿prominent lymph nodes,¿ seroma, and ¿chronic inflammation.¿ healthcare professional additionally reported "oval circumscribed isodense mass" "benign-looking masses," ¿small cysts,¿ and "round and coarse calcification" all not related to the device. The device has been explanted.